Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare provider reported "rupture" "lobulated contours" and "microcalcifications". Healthcare professional also reported "hypoechoic nodule''. This is not device related. This is for the right side. Device remains implanted.